Event description:
It was reported that balloon rupture occurred. The superficial femoral artery (sfa) was straight and moderately calcified. There were two areas of stenosis. The proximal sfa close to its origin had an 80% stenosis, and a more diffuse 90% stenosis in the distal third of the sfa. The proximal sfa was already pre-dilated with <50% residual stenosis before the 5.0 mm x 100 mm, 135 cm ranger drug-coated balloon catheter was advanced into the distal lesion. During the procedure, the balloon ruptured before reaching the target lesion and it was unable to inflate due to a leak. The device was removed, and the procedure was completed with another of the same device. No complications were reported.